Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and as a result the cartridge was pulled out. Reportedly, the customer had difficulties putting the cartridge back onto the pump. The customer was able to successfully load a cartridge onto the pump and stated that the difficulty loading a cartridge was due to use error. The customer reported a blood glucose level of 72 mg/dl.